Event description:
It was reported that during a device interrogation, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that during device interrogated the device showed safety mode. No adverse patient effects were reported. The device remains implanted to date.